Event description:
During a surgical procedure in the main o.r., there were multiple (3) malfunctions of vascular linear staplers. The first stapler was placed on the pulmonary artery but wouldna??t lock. The second stapler would lock but not fire. As a result, the pulmonary artery was torn and had to be hand sewn. The third gun initially wouldna??t lock but on the 3rd attempt it locked and fired on the pulmonary vein. The malfunctioning staplers were turned over to the supply chain manager (medical supply)for pickup by the local sales representattive.follow up: the patient did have his pulmonary artery torn, but it was repaired and the one of attending nurses said this was not a lasting injury.